Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a red, itchy rash under the left therapy electrode pad. The patient was given a salve from his house doctor which did not help. The patient discussed the irritation with his doctor and cardiologist. His doctor told him to remove the lifevest until the irritation healed. The patient's irritation improved with the removal of the lifevest. Additionally, the patient received and ICD on (B)(6) 2019.